Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 200 ohms. There was no evidence of noise, and there were no changes in amplitude or threshold measurements. A shock vector break down revealed the following measurements: rv-coil to ra-coil = >200 ohms, rv-coil to can = 113, and ra-coil to can = 163 ohms. However, daily measurements appeared stable in the 100-120 ohms range. Technical services (ts) discussed troubleshooting options and programming considerations for continued monitoring. This rv lead remains in service. No adverse patient effects or interventions were reported at this time. The patient was scheduled for a follow up appointment at the end of march.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 200 ohms. There was no evidence of noise, and there were no changes in amplitude or threshold measurements. A shock vector break down revealed the following measurements: rv-coil to ra-coil = >200 ohms, rv-coil to can = 113, and ra-coil to can = 163 ohms. However, daily measurements appeared stable in the 100-120 ohms range. Technical services (ts) discussed troubleshooting options and programming considerations for continued monitoring. This rv lead remains in service. No adverse patient effects or interventions were reported at this time. The patient was scheduled for a follow up appointment at the end of march. Additional information received reported that the patient implanted with this rv lead was re-evaluated at the clinic, and it was confirmed that shock impedances from rv-coil to ra-coil ranged from 196 ohms to greater than 200 ohms. There was no evidence of noise, and the shock vector was changed to rv-coil to can. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event resolution. At this time, no further information is available. Should additional information become available this report will be updated.